Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of constant upstream occlusion alarms was reproduced and confirmed through evaluation. This condition was determined to be caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump alarmed constantly for upstream occlusion. There was no pt involvement.